Manufacturer narrative:
Clinical investigation: a possible temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient's adverse events of overfill and a peritoneal leak, which warranted hospitalization. The pdrn attributed causality of the overfill event to a language barrier (as it pertains to education), and the patient's impatience with the device. The peritoneal leak (specifics not provided) was reportedly a byproduct of the overfill event. Unintended overfill can be caused by several factors, including human error, prescription errors and/or a device malfunction. Additionally, pd fluid leaks can be caused by congenital or acquired diaphragmatic defects, disorders of the lymphatic system and/or severe increases in intraperitoneal pressure. Based on the information available, the liberty select cycler cannot be disassociated from the serious adverse events. Due to the lack of information surrounding the overfill/peritoneal leak events, no treatment record, no discharge summary, and no manufacturer evaluation of the suspect device; there is insufficient evidence to exclude the liberty select cycler from having caused or contributed to the events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient has been in the hospital. The nurse added medication to prevent fibrin. Upon follow-up, the patient's pd nurse reported the patient was hospitalized in (B)(6) 2020 (exact date not provided), after experiencing an "overfill" event which precipitated a peritoneal leak (details not provided). The patient transitioned to hd for rrt due to the events and has just recently returned to pd therapy. The pdrn attributed the overfill events to a significant language barrier, which makes educating and following up with the patient difficult. Additionally, the patient is impatient and will push multiple buttons without allowing the liberty select cycler sufficient time to process the previous command. Subsequent attempts to obtain additional information (e.g., patient demographics, treatment data, discharge summary) have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.